Event description:
It was reported that patient underwent revision right hip arthroplasty in 2001 with a t3 femoral stem. It was further reported that allegedly the t3 femoral stem fractured requiring revison in 2006.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.